Event description:
The customer reported that the data mixed up on the system. The images were pulling up slowly, and some of the pt's info was missing. Also the images displayed were under the wrong pt's name. No pt injury were reported.

Manufacturer narrative:
This MDR is related to the ge healthcare. The ge service rep replaced the hard disk and reloaded the software. The system operates as intended.